Event description:
The healthcare worker experienced and burn described as whitening of the skin after touching a moist sterile bag in the load after the cycle completed. The worker went to a dermatologist who prescribed an unspecified ointment and the symptoms resolved within one day.